Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned, (B)(4), revealed that the device passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. A review of internal log of the battery, (B)(4), revealed that a cell pair, passed the voltage threshold at one point in time. However, the battery was received with no flags enabled. When this occurs, the batteries will not charge until the voltage decreases below the threshold. Failure analysis of the returned, (B)(4), revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. If the batteries remain connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported not charging and flashing red was confirmed; however, the batteries are still able to provide power. Based on the available information, a possible root cause of reported not charging and flashing red can be attributed to an overvoltage fault detected by the afe integrated circuit. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 30-apr-2018, UDI #: (B)(4). Device available for evaluation: yes, return date: 28-jan-2019. Device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 30-apr-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two batteries were returned to manufacturer because they would not charge or would cause a flashing red status light when connected to a charging port. The batteries subsequently tested out of specification during manufacturing analysis. There was no patient involvement.